Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer had called to report that the insulin pump had alarmed no delivery and also mentioned that they had been hospitalized sometime at the (B)(6). At the time of the hospitalization, their blood glucose had been 1149 mg/dl. They had given themselves 5.3 units of bolus. At the time, the customer had been throwing up and had chest pains. The customer had a heart attack. The customer had a stent put in and were treated for the high blood glucose through manual injections. The customer was not wearing the insulin pump at the time of the hospitalization and was off the device for two weeks prior. At the time of the phone call, the customer's blood glucose was 352 mg/dl. Troubleshooting was performed and everything tested within specification. The high pressure test passed. In the alarm history there were multiple no delivery alarms present. The cannula of the infusion set was neither bent nor occluded. Nothing further was reported.